Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 450 mg/dl with polyuria, polydipsia, and drowsiness. During troubleshooting, customer support found that when battery is removed for less than 24 hours, the pump's time/date reset to default settings: this issue is not being reported as it is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. The bg excursion is being reported as the patient experienced hyperglycemia related to user error of not confirming the time was correctly set.